Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02/19/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed

Event description:
It was reported that during a routine shift check the autopulse platform (s/n (B)(4)) displayed message "out of service", upon powering up the device. Multiple attempts to clear error message were unsuccessful. No patient involved with this event. No additional information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found top cover and bottom and front enclosure were damaged. The battery lock was bent and two shoulder screws were missing. The autopulse platform is a reusable device and was manufactured in 0/29/2008. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and not related to the reported complaint of the platform displaying an error message. A review of the platform archive was performed and user advisory (ua) 139 (unable to hold compression position), ua 27 (loss of clutch connectivity) and ua 34 (encoder failure) on (B)(6) 2014 which was shown as the last power up date of the device. Functional evaluation of the returned autopulse platform was unable to be performed as a system error message was observed upon power up, therefore confirming the reported complaint. Further inspection determined that the processor board needed to be replaced to remedy the system error fault. After the processor board was replaced, the device passed functional testing. In summary the customer's reported complaint that the autopulse platform displayed system error was confirmed during archive review and functional testing. The root cause was determined to be a defective processor board. The platform was run on a lrtf (large resuscitation test fixture, equivalent to 250 pound patient) for approximately 26 minutes. The platform did not exhibit any fault or error messages and passed all final testing criteria.